Manufacturer narrative:
A ge rep evaluated the system and cleaned, lubricated, and reseated the high voltage candlestick connectors. The system operates as intended.

Event description:
It was reported that the system was arcing and then would not produce fluoroscopic images. This could causes the system to become unusable due to the loss of live imaging. There is no report of injury or death associated with the event described in this complaint.